Event description:
It was reported, the patient presented in the emergency room after fainting. Upon interrogation, oversensing due to noise resulting in pacing inhibition was observed. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming was performed. The patient was stable.